Event description:
It was reported that during the procedure to treat a lesion in the circumflex coronary artery with a 2.25x15 xience v rx stent delivery system (sds), a dissection occurred. The dissection was treated via placement of another xience v stent. There were no adverse patient sequelae and no report of a clinically significant delay. No device or other procedural issues were noted. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection is listed in the xience v, everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.